Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient called to report left side capsular contracture baker grade iii/IV. Healthcare professional later reported "slightly firm", "the lower pull of side is quite firm and flat", "implant is getting pushed up", and capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient called to report left side capsular contracture baker grade iii/IV. Healthcare professional later reported "slightly firm", "the lower pull of side is quite firm and flat", "implant is getting pushed up", and capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Malposition: unable to confirm as it is a medical event not related to the device. Additional observations: wear abrasion observed on the device. Additional, changed, and/or corrected data.